Event description:
It was reported that during a routine device changeout, the right atrial (ra) lead was revised because it was causing a bump that caused the patient discomfort. The suture sleeve was quite superficial and was removed because the lead seemed fixated without it. The ra leads remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: (B)(4) implantable cardioverter defibrillator (ICD)  2010 (B)(6); 419378 implantable pacing lead 2004 (B)(6); 6947 implantable tachy lead 2004 (B)(6). (B)(4).